Manufacturer narrative:
Further provided information stated that the ventilator did not recognize that the connected o2 bottle became empty during transportation. The ventilator was investigated at site by our field service engineer. The reported event could not be duplicated during investigation and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were evaluated and it was noted that the ventilator generated the alarm correctly, but it was manually silenced by the user. The conclusion is that there are no indications of ventilator malfunction. The ventilator generated appropriate alarms when the o2 supply ended.

Event description:
It was reported that the ventilator did not recognize o2 supply. There was no patient harm. Manufacturer's ref.#: (B)(4).